Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 51 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 18mm in diameter and 13mm in length with an angulation of 20 degrees. The right common iliac artery was 11 mm in diameter and the left common iliac artery was 11 mm in diameter. It was reported that a proximal type I endoleak was confirmed at the final angiography and a cuff was added. The endoleak diminished; however, it was still present. The patient will be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Unapproved use of device (stent graft was implanted in a patient with an aortic neck diameter that was 18 mm in diameter). Evaluation conclusion: operational context contributed to event (stent graft was implanted in a patient with an aortic neck diameter that was 18 mm in diameter).